Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis with no physical damage noted on the device. Event log history was performed, and the reported problem was not found in the event log. During analysis, the customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received that during bench testing of this smiths medical cadd legacy pump, the pump didn't pass accuracy testing and was inaccurate by 8%. It was reported that there was no patient involved.